Manufacturer narrative:
(B)(4).

Event description:
The patient had implanted dbs system including bilateral 3389s-40 leads, bilateral 37065-60 extensions and an activa pc ((B)(4)) prior to procedure. Electrode configuration was set at 2x4 with channel 1 set at 0-3 and channel 2 set at 8-11 to accommodate bilateral extensions. This electrode configuration was used during all testing. The activa pc was planned to be replaced with an activa rc ((B)(4)). Electrode impedances were tested prior to the beginning of the procedure with no abnormalities found. The replacement implantable neurostimulator (ins) was programmed and charged while in the box prior to the case. The activa pc was disconnected from the extensions using the screwdriver provided with the ins. The extensions were inserted into the correct ports of the new rc. Electrode impedances were checked at that time with the ins in the pocket. Impedances measured above 40,000 ohms for multiple electrode pairs. Multiple attempts at reinserting the extensions continued to yield high impedances. A second active rc ((B)(4)) was opened. The extensions were visually examined and no visual damage to the extensions could be noted. Repeated impedance testing with the 2nd rc provided results matching those noted above with the 1st rc. The extensions were connected to the explanted pc, which remained uncontaminated on the sterile field, and impedance testing provided normal results. 3-3550-67 alligator clips were used to test both extensions on electrode pairs that had been showing impedances > 40000. The tests revealed normal impedance values for those pairs. All impedance testing, throughout, was performed with the ins in the pocket. The 8840s were tested to rule out the possibility of a problem with the 8840 but there was no change in results using the new 8840. A new active pc ((B)(4)) was opened and connected, but testing was unable to achieve impedance values that differed from what had been seen with the 2 rcs. A final active rc ((B)(4)) was opened and connected. Impedance testing provided normal values for all electrode pairs in channel 1. Channel 2 continued to show impedance above 40,000 ohms except for case and 8. This ins was implanted. Channel 1 was programmed to the patient's previous settings and channel 2 was programmed around the high impedances. It was reported that the patient was receiving effective therapy. Refer to manufacturer report # 3004209178201106488, 3004209178201106489, 3004209178201106493.